Event description:
Procedure: urogynecological. According to the reporter: as a result of having the product implanted, the pt has experienced serious bodily injuries, extreme pain, erosion of internal bodily tissue, dyspareunia, painful scarring, permanent and bodily impairment, permanent physical deficits, sequelae, has required medical treatment and additional surgery.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).